Event description:
The physician attempted to implant 4 cyphers, the first cypher (18 x 3.0) kinked at the proximal end of the shaft and after removing it from the pt, the shaft separated. The second cypher (18 x 3.5) failed to cross the target lesion. The third cypher (18 x 3.5) failed to cross the lesion and then kinked along the proximal end of the shaft. The fourth cypher (13 x 3.0) also failed to cross the lesion. Finally, he was able to implant a cypher 13 x 2.5. The target vessel, the right coronary artery, was a chronic total occlusion. A guiding catheter 6f and magnum guidewire were used. The lesion was pre-dilated with a 2.0 x 20mm, 2.5 x 20mm and 3.0 x 20mm balloons, at a max of 20 atmospheres for 60 seconds. The lesion was a de novo lesion. It was heavily calcified and tortuous. The length of the lesion was 34mm.

Manufacturer narrative:
This product, represented in d4 is distributed outside the unites states (us). However, it is similar to us distributed drug-eluting stents. The product has been returned for analysis. However, the engineering analysis has not yet begun, as reflected in h3. This is one of two reports associated with this event. The other MFR report # is 9616099-2007-0484. Add'l info will be submitted within 30 days of receipt.